Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer matrix bin drawer was not detected on the bus. A field service engineer (fse) inspected the drawer controller and found the station connector was not fully seated. The station was powered down, and the connector was reseated. The fse also observed that the barcode scanner mast was loose. The retaining bolt on the electronic drawer was tightened, and the operation of the barcode scanner was verified through diagnostics. No additional issues were noted at the time of service. The system functioned as intended after the field service engineer repaired the device.